Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/4/2024 additional information: d4, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2024. Corrected information: h6 (medical device problem code). Additional information: h6 (health impact code). D4: UDI: the expiration and manufactured date are currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: * please confirm the number of needles that had "needle thread detachment" and the number of sutures that "tear" and from which lot number: 8 from lot at0414 was a needle thread detachment, 3 from lot at5289 was a tear of the thread and 1 from lot au2225 was a needle thread detachment. Were there any patient consequences? There was no consequences. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that 12 sutures (8 for lot at0414, 3 for lot at5289 and 1 for lot au2225) had "needle-thread detachment and the thread tears". Please confirm the number of needles that had "needle thread detachment" and the number of sutures that "tear" and from which lot number (ex. 2 needles detach from lot at0414, 1 suture broke from lot at5289) d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information was requested, and the following was obtained via: please confirm the number of needles that had "needle thread detachment" and the number of sutures that "tear" and from which lot number (ex. 2 needles detach from lot at0414, 1 suture broke from lot at5289): 1 needle thread detachment and 1 tear from lot at0414 / 1 needle thread detachment and 1 tear from lot at5289 / 1 needle thread detachment and 1 tear from lot au2225. Were there any patient consequences? : the consequences were the delay of the procedure. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, complaints about the suture thread vicryl rapide. The complaint described was that there is a needle-thread detachment and the thread tears. There were no adverse consequences reported. Additional information was requested.